Manufacturer narrative:
No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure the washer of the double spine clamp was damaged. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.